Manufacturer narrative:
The device was not returned to the MFR for investigation. If the device is received, a follow up report will be filed.

Event description:
It was reported that during a total knee replacement, the tip of the device fell into the surgical site. The tip was removed by picking it up with forceps. The account had a back up on hand to complete the case with no clinically relevant delay. There are no adverse consequences associated with this event.